Event description:
Customer reported a high blood glucose level, though the specific value was unknown as the sensor displayed "high." Cause was not known. To address the issue, the customer administered a correction injection via multiple daily injections (mdi) and was instructed to inspect the site and tubing. It was confirmed there were no issues with the infusion set or t:lock connection. Drops of insulin were observed at the end of the tubing, and the insulin was stored correctly. As per guidance, the customer replaced necessary supplies and resumed insulin.